Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information received from the field indicating that it was presumed that the cause for high threshold was micro dislodgement. This lead was surgically explanted, and a new lead was placed. Furthermore, this lead was sent to laboratory for culture as per facility policy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.